Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider regarding a patient receiving on (B)(6) 2016 2,000 mcg/ml baclofen at 285.4 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was noticed that the patient had an issue a couple of months ago (reported on (B)(6) 2016). The patient was rigid, had a skin reaction irritation, and ¿like withdrawals.¿ the pump wasn't working anymore. The healthcare provider thought there had been a catheter issue for the last couple months (reported on (B)(6) 2016). When the healthcare provider started the patient on oral baclofen, the patient got looser and the skin irritation went away. The patient had x-rays and a CT scan in (B)(6) 2016. The CT scan showed that the catheter had moved down, and the x-ray noted that the catheter migrated to l5. They weren¿t sure if there was a blockage or anything. The pump would need to be replaced in 16 months anyway due to longevity, so the healthcare provider was planning to replace the pump early when they replace the catheter. The cause of the catheter migration was not determined. The managing healthcare provider was having issues trying to locate a surgeon to address the patient¿s needs who took the patient¿s insurance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.